Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows metal torn away at weld from bottom rear. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the frame on the left side where the back cane meets the bottom of the frame broke at the weld. The provider states the chair was pulling the left side.